Manufacturer narrative:
This is 2nd of 2 reports. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was seen to be partially deployed from the sheath. The stent was removed from the sheath and was seen to be broken and the stent delivery wire (sdw) was also kinked bent. Functional inspection was not carried out due to the damage. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported can be confirmed based on the analysis and the as reported as well as the as analyzed events can be assigned procedural factors as this complaint appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the subject stent was seen to be partially deployed. No clinical consequences were reported to the patient due to this event.